Event description:
Additional information was received indicating noise was observed on the shock coil of this lead during routine follow-up in clinic. Attempts were made at recreating the noise but were unsuccessful. It was also reported that a revision procedure was being scheduled to explant and replace the lead at a future date but details were not available. No additional adverse patient effects were reported. This product remains in service.

Event description:
This patient was seen for follow-up and lead integrity evaluated. A chest x-ray was performed for which the results were not received. The patient's lead was evaluated under all possible shock vectors and shock impedance measurements greater than 125 ohms were observed for each. The patient then underwent commanded shock testing at 1.1 and 41 joules and shock impedances were found to be within normal range. This patient will continue to be monitored with no plans to revise their system at this time. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's device recorded a high right ventricular (rv) lead shock impedance greater than 125 ohms observed at follow-up in clinic. The patient's clinic noted that all other diagnostic measurements were normal. The responsible field representative reported the patient would be going in for another follow-up at some point in the future to assess lead integrity and that defibrillation threshold testing may be necessary. No adverse patient effects were reported. This device remains in service.